Event description:
It was reported that during a cholecyctectomy clips fell out of the er420 and the instruments did not work properly. Procedure is finished with clips. No pt consequence reported. Two devices will be returned.

Manufacturer narrative:
Eval summary: the er420 instrument (a) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. The er420 instrument (b) was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. However, a corrective action has been initiated for the ejecting clips issue. The batch history records were reviewed with no anomalies noted during the mfg process.